Manufacturer narrative:
As reported, the optifix straight fastener did not attach to the tissue. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation. Initial evaluation of the sample found that the cannula backup tabs are bent. Functional evaluation of the sample finds that the guide wire is confirmed to be bent. Based on the sample evaluation and investigation performed, the guide wire and backup tabs on the device were found to be bent due to forces applied during use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2021, the bard/davol optifix straight device fastener failed to attach to tissue while deploying the first fastener. It was reported the loose fastener was removed from the patient. Another bard/davol optifix straight device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fastener did not attach to the tissue. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when the sample is returned and/or additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2021, the bard/davol optifix straight device fastener failed to attach to tissue while deploying the first fastener. It was reported the loose fastener was removed from the patient. Another bard/davol optifix straight device was used to complete the procedure. There was no reported patient injury.